Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The pediatric receiver (part number stk-kd-001/serial number (B)(4)/lot number 5191849), being used with the complaint sensor, was returned on (B)(4) 2015. The returned complaint pediatric receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the diagnostic chart confirmed the reported event of inaccurate blood glucose values. A definitive root cause could not be determined.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on 04/09/2015 confirming the reported event of inaccurate readings.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. Patient's father uses multiple bg meters, which is against user guide recommendations. The patient's father did not report injury or medical intervention.